Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was testing in settings mode. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to confirm when the alleged meter issue began nor how he treats his diabetes on a daily basis. It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. At an unknown time after the start of the alleged meter issue the patient stated that he developed the symptoms of "sweaty " and "sick". He denied receiving any treatment in response to the symptoms. During troubleshooting the csr was able to confirm that this was the first usage of the device and resolve the issue with a retest. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.